Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges she has had to get x-rays, her heartbeat was beating fast, felt like she was having a heart attack, while using the device made her hear a sandpaper like sound in her head, she went on vacation and didn't use the machine and says these symptoms stopped but when she came back and started to use it, they came back. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.